Event description:
Additional information as follows: it was reported that, during the end of rental servicing, the power pack of this ht70 ventilator was noted to deteriorate. Additionally, the shutdown buzzer alarm did not sound. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Device evaluation summary: updated due to additional information received medtronic conducted an investigation based upon all information received. It was reported that, during the end of rental servicing, the power pack of this ht70 ventilator was noted to deteriorate. Additionally, the shutdown buzzer alarm did not sound. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue. Sp checked and found the power pack battery deteriorated and buzzer faulty on control board. To solve the issue, sp replaced the power pack battery and control board. Ventilator passed all the tests and calibrations as per the manufacturer's specifications at the time of service. The likely cause of the event was isolated to a potential fault in power pack battery and control board. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial reporter information and patient identifier information cannot be provided due to the restriction by the japan privacy regulation. Japan medtronic personnel reported event to manufacturer on behalf of the customer. Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that during servicing, the power pack of this ht70 ventilator was noted to deteriorate. Additionally, the alarm sound had failed in the ht70 control board.  The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue. Sp checked and found the power pack battery deteriorated and buzzer faulty on control board. To solve the issue, sp replaced the power pack battery and control board. Ventilator passed all the tests and calibrations as per the manufacturer's specifications at the time of service. The likely cause of the event was isolated to a potential fault in power pack battery and control board. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the end of rental servicing, the power pack of this ht70 ventilator was noted to have deteriorated. Additionally, the alarm sound had failed in the ht70 control board. The ventilator was not in use on a patient at the time of the reported event.